Event description:
It was reported that the device had alarm error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. D5: operator of device is unknown. E1: full facility name: (B)(6). G2: report source is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the rear housing was damaged. No issues were found in the event history log. Functional testing found that the device was alarming, "service due," so the clock battery needed to be replaced. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's clock battery needed replacement. The clock battery and rear housing were replaced.